Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the reported issue was not confirmed/reproduced. The evaluation revealed a bad scope socket causing an air leak and lamp hours are on 500 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Company representative (on behalf of the customer) reported to olympus, that all of the indicator lights on front panel on the evis exera iii xenon light source are flashing. The issue was observed during a therapeutic procedure and the device was switched out to complete the procedure. There was no delay noted. There were no reports of patient harm or impact associated with this event.